Event description:
Same case as MDR ID: 2134265-2013-09815. It was reported that a rotawire separation occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 330cm rotawire floppy guidewire and a 1.75mm rotablator rotalink plus were selected for percutaneous coronary intervention to treat the target lesion. During checking of the rotational speed outside the patient, it was noted that the rotawire became separated. The procedure was completed with another of the same rotawire and rotalink plus unit. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The unit returned has the working length broken. The visual and tactile inspection was performed and the device returned fractured in two sections. All the outer diameter measurements are within the specifications. The device returned was sent for external analysis (mtac lab). Failure on both samples occurred in a wire region presenting rotational wear by an external component containing zinc resulting in a reduction of the cross sectional area. Failure on distal section occurred due to torsion overload. Failure on proximal section occurred due to torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-09815. It was reported that a rotawire separation occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 330cm rotawire floppy guidewire and a 1.75mm rotablator rotalink plus were selected for percutaneous coronary intervention to treat the target lesion. During checking of the rotational speed outside the patient, it was noted that the rotawire became separated. The procedure was completed with another of the same rotawire and rotalink plus unit. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-09815. It was reported that a rotawire separation occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 330cm rotawire floppy guidewire and a 1.75mm rotablator rotalink plus were selected for percutaneous coronary intervention to treat the target lesion. During checking of the rotational speed outside the patient, it was noted that the rotawire became separated. The procedure was completed with another of the same rotawire and rotalink plus unit. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).